Event description:
The manufacturer received information alleging that a patient developed ¿lung cancer¿ after using a dreamstation auto CPAP device due to the sound abatement foam recall. Medical intervention was provided for unspecified lung cancer treatment. The device was returned to a philips service center for evaluation. During the device evaluation, the service technician noted no visible foam degradation. Additionally, the evaluation of the device data did not identify any error codes. The service center scrapped the device after the evaluation was completed in 2021. There is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur.